Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible on the entire length of the sds and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was not correctly placed on the balloon; the proximal end of the stent was on the distal end of the clear gap in the tip facing distally. It is likely that the dislodged stent was placed back on the balloon for return analysis. There were stretched struts in the first two rows of the distal and proximal ends of the stent implant. There were crimp marks on the balloon between the proximal balloon marker. The proximal end and middle portion of the balloon were loosely folded, consistent with the balloon inflated. The distal end was tightly folded. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The stent outer diameters could not be measured due to the damage noted. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the physical resistance and subsequent damage to the stent, as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the calcified lesion, damaging the struts, resulting in the stent becoming loose on the balloon, and further manipulation during advancement in the lesion likely resulted in the stent dislodging from the balloon. The dislodged stent was removed from the patient anatomy during removal of the sds, which likely contributed to further damaging the stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that a 2.5 x 8 mm promus stent delivery system (sds) was advanced through a mildly tortuous and moderately calcified diagonal (dx) lesion. Some resistance was felt during advancement. The sds was able to cross the dx, and the balloon was inflated. After inflation it did not look like a stent was implanted. After removal of the sds, it was noted that the stent had dislodged during advancement to the dx lesion, and was re-captured and removed from the patient during removal of the sds catheter. Another 2.5 x 8 mm otw promus was deployed successfully and everything was fine. No patient effects were reported. No additional information was provided.